Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the silicon jaw boot was noticed to be broken on the vasoview hemopro tissue welder when they opened the package. A replacement unit was used to complete the procedure. The lot number is unk, as the box was discarded. The hospital did not report any pt effects. The product is returning.